Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. Case was reported with report number 1822565-2010-01439 from zimmer inc whereas it should have been reported from zimmer (B)(4). The specific device has not been returned for review and the lot number has not been provided. Therefore, the device history record cannot be reviewed. It is not suspected that device failure lead to the alleged event. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the impactor pads fractured during use. No pt harm has been reported. No products will be returned for evaluation.